Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump that failed to turn on was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a defective main battery. The main battery was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found with failed to turn on; this condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump, however, the main battery was replaced during previous service on (B)(4) 2011.